Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported multiple unintended disconnections for a nicu patient during an infusion of phenobarbital 24 ml with leaking of approximately 6 ml ; the dosage and rate was not provided. The maxzero cap was replaced with a subsequent witnessed disconnection. The maxzero was successfully reconnected and the infusion continued without incident; there was no patient harm.